Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint which occurred during the ventilation of a patient. The root cause could not be clearly determined but aging may play a role. In consequence all tests from in the test software were performed and passed and the unit was sent back to work. There was no reported patient or user harm.

Event description:
Dear sven the customer is complaining on an air leak from this unit . In this case we couldn't recover the problem . In addition we have replaced in this unit due to previews complaints the solenoid air 2 times already on dates : 30.12.19 & 15.12.19.